Event description:
It was reported intermittent occlusion alarms occurred. Customer's blood glucose was in 400-500 mg/dl range. Blood glucose level was addressed with manual injection. A system check was performed verifying the occlusion alarms and crack/damage was observed on multiple cartridges. Customer changed pump supplies and resumed insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.